Event description:
During an egd procedure for treatment of a duodenal ulcer, the tip of the injection gold probe separated above the gold band while the device was in the scope. The tip was left to pass and the procedure was completed using a different device. It was reported that there were no patient complications. The device was received and evaluated by this manufacturer. The engineering evaluation indicated that the tip needle guide tube assembly was detached from the catheter. The tip with needle guide tube assembly was not received for analysis. The inner lumen and outside diameter of the catheter were found to be within drawing specifications. User technique and/or patient anatomy may have contributed to this event. However company is unable to determine the relationship between this device and this event.